Manufacturer narrative:
(B)(4). Concomitant medical product: dtma1d4 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and hit the cardiac resynchronization therapy defibrillator (crt-d) implant site on their walker. It was additionally noted that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. It was also noted that the left ventricular (lv) lead exhibited elevated thresholds. The device and the lead remain in u se. No further patient complications have been reported as a result of this event.